Event description:
It was reported that this right atrial (ra) lead was found dislodge post operation. Lead was explanted and replaced successfully. Lead will not be returned to boston scientific. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is not expected to be returned.

Event description:
It was reported that this right atrial (ra) lead was found dislodge post operation. Lead was explanted and replaced successfully. No additional adverse patient effects were reported.